Event description:
Subject: bionector safety concerns. I am currently working as a senior house officer in emergency medicine at the general hospital. I would like to bring attention to potential pt safety issues regarding the use of "bionector" devices, produced by the company vygon. The use of these devices has become commonplace in my emergency department, and indeed much further afield. They are used to allow simultaneous infusion of two or more prescribed fluids through a single intravenous cannula. My concerns are based around several observations. While a pt I was treating was receiving intravenous pabrinex, which has a distinctive yellow colour, he was also receiving clear intravenous fluids. Both of these fluids were being administered simultaneously via a double-lumen bionector. I observed the giving set containing the clear fluids to develop a yellowish tinge. It became apparent that the cannula was blocked and that the pabrinex was able to flow into the giving set which was delivering the clear fluids. The pt suffered no ill effects from the crossover of prescribed fluids. It would appear that if a cannula becomes blocked, bionectors may allow fluid to flow into a separate giving set rather than into the intended vein of the recipient pt. This system failure has potential pt safety implications. If a pt is receiving intravenous medication which was prescribed as a slow infusion via a bionector device, it seems possible that this medication could accumulate in the giving set/bag of a separate infusion, should the cannula become blocked. Once this blockage is relieved (by flushing the cannula or resiting it), the pt could receive of bolus of the accumulated medication which was meant to be given slowly. In the emergency department, an obvious implication is the use of morphine and/or midazolam. These are often given in combination to achieve analgesia and/or sedation. They are given incrementally until the desired clinical end-point. If a pt receives an unexpected bolus of morphine and midazolam, this could lead to overdosing. Similar overdosing events could occur with any medication which was initially prescribed as a either a slow controlled bolus or as an infusion. It is easy to see why pts may be put at risk from an uncontrollable bolus of any drug which was intended to be given slowly (for example insulin, amiodarone, phenytoin or inotropes). On the other hand, pts may be put at risk if they do not receive drugs which have passed into a separate giving set. For example, I have become aware of a situation when a pt awoke from sedation while they were having a CT scan. It was noted that the giving set of a second infusion was turning cloudy due to the retrograde flow of the anaesthetic agent propofol, which has a milky white colour. The ability of bionectors to allow fluids to flow in the wrong direction can be demonstrated quite simply. Attach a double-lumen bionector to a cannula then attempt to give an injection of saline into one lumen with the other lumen connected to a standard IV giving set. The fluid will flow through the cannula until you fold the cannula back on itself, mimicking an obstruction. The saline can then exit the system through the giving set. Infusion devices such as syringe-drivers have an alarm to warn nurses/clinicians if prescribed fluids are not being delivered to a pt. This alarm should sound if a cannula becomes blocked. These alarms are not activated if fluids are allowed to flow into a separate giving set without the necessary increase in pressure associated with a blocked cannula. A standard alaris syringe driver infusion pump, in common use throughout the national health service, will not alarm to warn nursing staff of an occlusion when it is connected via a bionector to a cannula with a separate infusion running. I have confirmed this with a simple demonstration using iodine to colour the fluid in the syringe of the alaris pump. When the cannula is obstructed, the coloured fluid will flow into the giving set, and then into a 1 litre bag, of normal saline. The alarm only sounded when the infusion was completed (i.e. After 50mls had accumulated in the bag of normal saline). Once the obstruction was relieved, all of the coloured fluid was delivered rapidly. Similarly, any clinician giving a slow bolus would be unaware that the cannula was blocked as the drug would appear to have been delivered. I have also observed attempts to resuscitate pts via a bionector. Some bionectors have a very narrow lumen. In a resuscitation situation, maximum flow rates of prescribed fluids are desirable. By connecting fluids to bionectors with a narrow lumen, these flow rates can become compromised. There has been considerable pressure within the emergency department to ensure that all intravenous cannulae are fitted with a bionector. I understand that the rationale behind this is to reduce the incidence of bacteraemia. In another resuscitation situation, intravenous access was difficult to obtain. Efforts were made to cannulate the femoral vein. This cannula was fitted with a bionector. It became apparent that this cannula was not usable. Subsequently, access was secured in the pt's arm. As there were no further bionectors available, it was suggested that we should transfer the bionector that was currently attached to a cannula in the pt's groin. This did not happen. I was present at the training session when bionectors were introduced. The level of evidence presented which supported their use in reducing infection wasn't very convincing. The focus was on lab-based studies rather than randomized controlled trials. Another issue to be considered is the cost of these devices. I understand that each bionector costs several pounds. When all of this taken into consideration, the cost-effectiveness and risk-benefit ratio should leave no doubt that the continued use of these devices should be questioned. I have brought my concerns to the attention of my supervising consultant and departmental manager. I have also brought it to the attention of vygon via email and await their response. I have suggested that this problem could be rectified by altering the bionector device so that it allowed fluids to flow in one direction only. Please do not hesitate to contact me if you wish to discuss my concern further.